Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance on the right ventricular (rv) lead had increased and was now observed to be high. Oversensing of noise and an increase in the sensing integrity counter (sic) count were also noted. It was also reported that cardiac compass had invalid data. The rv lead and implantable pulse generator remain in use. No patient complications have been reported as a result of this event.